Manufacturer narrative:
G4: 23mar2020. B4: 02apr2020. The key market contact was contacted and stated that this case was only a part quotation for a power supply. The customer was sent a quote which they did not accept, resulting in the quotes cancellation. No further calls were received from the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer was requesting for a replacement power supply. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.